Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor failed the incoming pulse test with associated service code 203. The cause of the pulse test failure is intermittent connections at the u1003 (pld) and u104 (pxa) components. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the damaged r84 and u901 components. The pt received a replacement monitor.

Event description:
Review od service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming testing. The last pt to use this monitor did not report any deficiencies.